Manufacturer narrative:
Device evaluation: the complaint was not confirmed; the dilator was able to be passed through the sheath without any difficulties.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
A sentrant introducer sheath was inserted in a patient during an endovascular procedure. It was reported that at the time of inserting the dilator through the sheath the physician felt resistance which prevented passage through the lumen of the introducer, and the dilator could not pass. The sheath was removed from the patient and tested outside the patient and likewise the dilator could not be inserted as evidenced by the sealing system was clogged for passing it. The physician stated the cause was the valve was sealed. The procedure was completed with another device. No clinical sequelae were reported and the patient is fine.